Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient felt weak and fell headfirst onto the floor and hit her knee. The fall resulted in an injured knee and broken toe. It was reported this was due to a hypoglycemic event, however, no cgm or bg meter reading were provided at this time. Despite not having any cgm or bg meter comparison values, the reporter alleged there was a cgm inaccuracy at this time. The patient was wearing a tandem insulin pump. The patient went to the emergency room for evaluation. At the ER, the patient¿s cgm was reading 58 mg/dl, and the bg meter was reading 45 mg/dl. She received treatment to stabilize her bg level, however, the specific treatment provided was not specified. It was also reported that at some point in time, the patient was also treated with insulin. The patient¿s insulin pump was also removed. A few hours later, while still in the ER, the patient¿s cgm was reading 256 mg/dl, and the bg meter was reading 148 mg/dl. The patient was discharged home 4 days later. The patient was ¿feeling stable¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid was taken at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
There were no reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic.